Manufacturer narrative:
Concomitant medical products: product ID 387460, lot# va096ul, product type screening device product ID 387460, lot# va096ul, product type screening device, product ID 103953-001, serial# unknown, (B)(4).

Event description:
It was reported that the distal end of the lead could not be threaded through the anchor despite repeated attempts. Different anchors were used instead. There were no patient symptoms/injuries associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the twist lock anchor, model 103953-001, found the dimension out of specification.